Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she was having back pain in her lower back on the left hand side that had been getting steadily worse. The patient noted she was moving thing around in her house when the pain started so, she thought it was just back pain. The patient noted she usually got back pain, but she noticed it was around her implantable neurostimulator (ins). The patient stated it was hard to get up when was sitting down because it hurt, and in the shower she felt that the ins had changed positions because it didn't feel like it normally did. The patient noted the pain on the low back left hand side was gradual in onset and started on (B)(6). The patient noticed the implant felt like it had changed positions on (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the report of a ¿little piece of wire¿ seen that eventually went back in, did not actually represent the wire/extrusion- it was a small area of eczematous rash (3mm) without broken skin. The patient stated that they had their device checked on (B)(6) 2018 regarding how it felt at the implant site. Patient weight and healthcare provider (hcp) were updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated that the surgery had not been scheduled at that time. The hcp reported that the device was turned off on (B)(6) 2018.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated in response to the device feeling different to the patient (feeling like it had moved/was bent/folded), the device position was checked by the nurse practitioner and no damage was noted. The hcp reported that the device will be removed, because the patient states ¿she does better without it¿. The hcp stated that there were no falls reported to them. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient reports she used to be able to feel battery, it was round like a silver dollar and it was right under the flesh and she could feel it. She then said she did not feel the device but then ins seemed to have moved and now the battery seems to almost have a bend in it, she does not feel the flatness of the battery anymore, it is now almost like it were folded. The patient is concerned that the ins does not feel the way it did when it was first in. The patient had her husband check the ins about 6 months ago and he said 'looks like you have had a thread'. One day, in drying, apparently, it came off, then it was about a 3/8th of an inch a piece of very fine wire. She went to her hcp (healthcare professional) and the pa looked at it about 2-3 months ago and said 'yes, there is a little piece of wire there. But it is so close to the skin that I really cannot clip it'. The patient says the piece of wire eventually went in. The patient also mentioned she had an MRI of the head about month ago, not related to device and turned the ins off and hasn't turned it on since then. Her urination problem has not gotten any better or worse since she turned ins off. The patient mentioned she recently has neuropathy (not related to device) and has difficulty getting up on curbs. The patient was going up a curb about 2 months ago, fell backwards and on the left side on her buttocks, rolled down and hit her head. She did not notice the fall did anything. The patient is wondering if she should have the device removed because she is not using it and was advised to contact her hcp. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.